Event description:
It was reported, that this system continued to exhibit out of range pacings impedance measurements. And elevated thresholds on the right ventride (rv) channel. Additionally, intermittent loss of capture was observed. Sensing is still appropriate. And there was no noise or oversensing. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).